Event description:
Was working, all of a sudden couldn't breathe, went to local emergency room. Dr said I had a asthma attack prescribed albuterol. Went to primary dr; was sent to have lung function test proved I had new asthma, been using philips dreamstation CPAP since (B)(6) of 2021. Never had asthma before. FDA safety report ID# (B)(4).